Event description:
Customer reported one sar-cov-2 tma run, wl 002281-20200806-03, using assay lot 274448 on panther instrument sn (B)(4) which had an increase in positive samples. Customer re-aliquoted positive samples, but they still tested positive. Most of the samples were from a hospital.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found elevated rlu values using this kit. Hologic product applications specialist (pas) reviewed logs and found no instrument or assay performance issues, determining the increase in positives was due to kit- or sample-mishandling. Pas concluded the increase in positivity was due to improper sample-handling. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ( (B)(4)), aptima sars-cov-2 ( (B)(4)), and aptima sars-cov-2/flu ( (B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.